Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead got dislodged. Additional information coming from the field representative had indicated the dislodgement issue was confirmed via chest x-ray and no other clinical observation noted. The physician then performed a surgical intervention and this ra lead was successfully repositioned. No additional adverse patient effects were reported.